Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and was found to have teflon pad damage. The teflon pad was missing at the distal end of the pad. The missing material was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer encountered a "please change the instrument with harmonic unit" message on the screen while using a harmonic ace instrument. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the customer stated that they did not notice the fragment falling and do not know when it fell. There was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.